Manufacturer narrative:
On 06/30/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a f/u of the ICD system the following message was declared by the programmer, "low shock impedance: defibrillation system inefficient". Replacement of the system was recommended. During the re-intervention, the physician had difficulties to remove the associated leads due to thrombosis of the cephalic and subclavian vein. The physician reported a noise when the lead was pulled "strongly" inferring that the lead was damaged. The subject lead was cut then capped. An add'l re-intervention to replace the system is scheduled to remove the leads on the left-hand side of the pt body, and implant a new system on the right-hand side. The pt remains hospitalized until then.